Event description:
It was reported that the pin is missing from the insert; unable to open and close. There was no patient impact. Additional information from the facility states that they believe ¿the event occurred while the instrument tech was reassembling the device¿.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant device: cev9648b5: tube cev9648b5 dia cev9648b5 5mm 450mm green, lot 110701 510k: k993655 manufactured july 2011 (B)(4). Product evaluation: analysis of complaint device (cev9625-1) found that the pin between the wire and the mobile jaw is broken. There are fragments in the pin holes of the jaw. No material or manufacturing defect was found. The most probable cause of this breakage is an excessive effort in traction during the use of the instrument. Analysis for the concomitant device, cev9648b5, found no issue highlighted. Instrument conforms to manufacturing specifications. Results: fracture problem (B)(4).